Event description:
This notification was opened for review for information received that the remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the service technician found contamination form dust and error codes e050 (err_daily_values_corrupt) e053 (err_comp_log_sem_timeout), e063 (err_stuck_knob_key), e066 (err_stuck_encoder_b), e123 (err_data_abort_exception), e062 (err_stuck_ramp_key), and e031 (err_low_pressures_regulation). The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.